Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impacting head has broken into two pieces.

Manufacturer narrative:
Additional narrative: this complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: the complaint states impacting head has broken into two pieces. No other information supplied. The investigation confirmed the complaint as stated. The failure in the impaction shoe occurred as a result of chemical embrittlement due to a combination of exposure to disinfection and decontamination in the field. To minimise the risk of further failure occurring the change in material from radel 5500 to propylux hs was implemented on (B)(6) 2014 as a running change for future batches. It should be noted that the product concerned in this complaint is from a batch previous to the design change. No further actions are identified. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Impacting head has broken into two pieces. No other information supplied. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.